Event description:
The treating doctor reported that the patient had symptoms of tooth lr1 extraction required and recession, redness, and irritation in surrounding area of lr1. The treating doctor reported that the patient required visiting a periodontist and an oral surgeon to alleviate the reported symptoms, and the oral surgeon decided that the tooth lr1 should be extracted and to close the space with the aligners. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treating doctor reported that the patient is continuing to use the aligners and is currently asymptomatic.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The potential root cause of this event is unknown. Align's clinical review of the event confirms that the patient had mild recession on lower centrals, and, in most recent photos, the recession had increased significantly. The treatment plan had significant buccal movement planned on lower centrals on treatment #2. This event is being filed as an MDR as the treating doctor reported that the patient had symptom of tooth extraction (serious injury) and the invisalign system aligners were being used.

Event description:
On 04/04/2024, the treating doctor informed align, that the patient's reported symptom of tooth loss has not occurred yet. And the tooth extraction of lr1 is planned for (B)(6) 2024. The treating doctor shared, that the patient is currently doing fine.